Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead thresholds were not acceptable even after repositioning. It was also reported that the lead was difficult to reposition. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).